Manufacturer narrative:
Analysis of the returned device identified: valve crack and white particles leak test and microscopic analysis was performed which identified: crack valve, wear abrasion and creases fold. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.